Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the insulin pump alleging possible pump under delivery. The blood glucose at the time of incident was 25.0 mmol/l and current blood glucose was 9.0 mmol/l. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea. The device will not be returned for the analysis.